Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: three times in the last 10 days I have intubated a patient with the hudson/sheridan ett's size 8 and have noted that the cuff does not hold air or is ruptured and I have had to exchange the tube.